Event description:
It was reported a novum iq large volume pump alarmed air in line then had an unintended shut down. While in the medical intensive care unit (ICU) the patient was receiving an infusion of levophed. The pump displayed ¿air in line¿ and when the user attempted to resent the alarm, the pump shut down. Subsequently, the patient's blood pressure dropped (not further specified). The medication was removed emergently and placed on another pump and restarted. The event history log was reviewed, and the air in line alarm triggered at 02:15:35 and the infusion was stopped due to the alarm at 02:15:36. The system was then shut down within 55 seconds. As per the log, the reason for shutdown was power switch action at 02:16:31. The power switch action indicated that someone pressed the power button resulting in the pump being shut down into sleep mode. The pump was rebooted immediately due to power switch action at 02:16:38 indicating that the power button was pressed again. (Note that the logs did not indicate any attempt to silence or clear the air in line alarm.) This is an expected behavior as pump shutdown and reboot was initiated through power button through the clinician action. No further information was available at the time of this report.

Manufacturer narrative:
H11: h11: the event history log was reviewed. A norepinephrine (levophed) continuous infusion (16mg/250ml, 75kg, 0.6mcg/kg/minute starting dose, 150ml vtbi) was started on (B)(6) 2025, at 05:50:34. The infusion encountered a couple downstream occlusion alarms (B)(6) 2025, 05:50:37, (B)(6) 2025, 21:08:35), and an air in line (B)(6) 2025, 06:37:09) with the infusion completing many times and the user added more vtbi each time. On the day of the event, the air in line alarm triggered at 02:15:35 and the infusion was stopped due to the alarm at 02:15:36. The system was then shut down within 55 seconds. As per the log, the reason for the shutdown was power switch action at 02:16:31. The power switch action indicated that someone pressed the power button resulting in the pump being shut down into sleep mode. The pump was rebooted immediately due to power switch action at 02:16:38 indicating that the power button was pressed again. (Note that the logs did not indicate any attempt to silence or clear the air in line alarm.) This is an expected behavior as pump shutdown and reboot was initiated through power button through the clinician action. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned for evaluation. The event history log review determined that the user shut the device down after the air in line alarms and the device did not shut down on its own. The device was not returned and the event could not be refuted through device evaluation; therefore, the reported condition will be deemed as verified. Additionally, without an actual device sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.